Manufacturer narrative:
(B) (4).

Event description:
The patient was in a motor vehicle accident and the device was ruined and explanted. The patient identity was unknown; further follow-up was not possible.